Manufacturer narrative:
The device and lead remains implanted. As the device and lead will not be returned no additional information is available at this time. Should additional information become available this pi will be updated.

Event description:
Boston scientific received information that this patient implanted with a pulse generator (pg) and right ventricular (rv) lead experienced was hospitalized due to syncope. The electrocardiogram showed cardiac arrest. All device and lead measurements appeared normal. It was noted that during cardiac arrest noise was seen. No further anomalies were found. The patient will be monitored with a holter monitor.